Event description:
It was reported that the patient experienced inadequate pain relief and stimulation changes with posture due to high impedances noted on the spinal cord stimulator (scs) leads. It was also noted that the patient needed magnetic resonance imaging (MRI). The patient underwent a revision procedure wherein the scs leads, and the implantable pulse generator (ipg) were replaced. The patient was doing well postoperatively. The explanted device components were disposed of by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in april 2024. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7078026, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4).